Manufacturer narrative:
A review of the device manufacturing history record confirms that no non-conforming product was released. A review of the imaging provided by the hospital reveals a fracture of the tibial component. The complaint investigation is ongoing; additional patient information has been requested. The investigation results will be provided in a supplemental report.

Event description:
(B)(4). The patient is reported to have fractured the "yoke" of his distal femur implant. A revision of the implant is planned for (B)(6) 2016.

Manufacturer narrative:
A review of the imaging provided by the hospital reveals a fracture of the tibial component. The device has not been returned to siw so a fully analysis was not possible. A review of the manufacturing history records confirm that the device was manufactured to specification with no abnormalities or deviations identified. The device was implanted for 6 years and has been successfully revised. This incident is being tracked and trended.

Event description:
(B)(4). The patient is reported to have fractured the "yoke" of his distal femur implant. A revision of the implant is planned for (B)(6) 2016.